Event description:
It was reported the subject device the lamp does not ignite at times. The issue was found at maintenance. There were no reports of patient involvement.

Manufacturer narrative:
The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction of "lamp does not ignite at times" was probable cause due to electrical problems such as electrical/electrical component failure, power source issues, or loss of power. A definitive root cause could not be identified for the lamp does not ignite at times. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.